Event description:
A customer contacted beckman coulter inc. (Bci) in regards to obtaining elevated tsh results above the normal reference range for three patients' samples that was generated by the unicel dxi 800 access immunoassay system. One of the three patients' samples was reported out of the laboratory; however, there was no change to patient treatment. Subsequent testing on an alternate instrument resulted in the normal reference range. No reports of death, injury, or change to patient treatment have been reported in connection with this event.

Manufacturer narrative:
Samples were analyzed from the primary collection tube. Qc analyzed after the erroneous results was out of specifications high. A system check was performed and met specifications. A field service engineer (fse) was dispatched on (B)(6) 2010 and noticed gel on the sample probe. The fse cleaned the sample probe and performed a carryover test, which met specifications. Qc was performed to verify instrument performance, which resulted within the customer's established ranges. Although hardware issues were address, no definitive root cause could be determined for this event.